Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 400 mg/dl. The customer¿s blood glucose was 403 mg/dl at the time of the incident. The customer¿s current blood glucose was 380 mg/dl. The customer¿s blood glucose was 200 mg/dl last night. The customer stated that the event began on (B)(6) 2017. The customer¿s blood glucose was 367 mg/dl, 241 mg/dl, 355 mg/dl 585 mg/dl, 286 mg/dl on (B)(6) 2017. The customer treated with insulin pump. Customer was alleging possible pump under delivery. The insulin pump was not returned for analysis.